Event description:
It was reported that the patient experienced ineffective stimulation after having a fall. X-ray imaging revealed migration of both leads. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
E1 correction: the reporter's information was updated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2025 wherein the leads were repositioned to address the issue. Therapy was restored post procedure.